Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The product was evaluated. An external visual inspection was performed and passed. Functional testing could not be performed as the integrity of the sensor has been compromised and the environment in which the system failed cannot be replicated. No injury or medical intervention was reported.